Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct2018. The field service engineer (fse) evaluated the device and verified the reported condition. The fse found the power cord was cut. The fse replaced the power cord assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Philips received information that the ventilator was powering on and off. The ventilator was not in use on a patient at the time of the event occurred.the event date was not specified; estimate used.